Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product noted blood in the guide wire lumen, which is consistent with loading a guide wire into the lumen. The stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. The fractured stent was not confirmed, however, there were two bent struts at the proximal end of the stent implant. It is most likely that this was perceived as the reported fractured stent. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Furthermore, the damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product. To ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected online for stent damage, including at the point that the protective sheath is placed on the stent. Additionally, there was a kink noted in the distal shaft. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. In this case, the fractured stent was not confirmed; however, the failure to cross and subsequent stent damage and kink appear to be related to operational context.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that after preparing the promus stent, it was inserted but there was difficulty placing it on the lesion site. It was retracted and there was a stent fracture at the proximal area. The stent was observed to see if it was really damaged. Unfortunately, it was and another device was used instead. No patient injury was reported. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
Analysis of the returned device revealed two bent stent struts and there was no fractured stent. Therefore, this should not have been a reportable event.